Event description:
The product was used during a video assisted thoracic surgery wedge resection procedure. Reportedly, the jaws did not close properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.